Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter (B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed tampered seal label was intact. Customer problem was not repeated in that the pump cassette not attached properly, reattach cassette error issue wasn't found during the investigation. However, cassette not attached properly, cassette latch was opened messages were found in the pump's event history logs. Root cause was found to be fluid ingression and the air bubble on the downstream occlusion sensor seal. Replaced downstream occlusion sensor and seal., corrected data: d1

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device gave a ?cassette not attached properly, reattach cassette" error. There was no patient, or clinician injury associated with this event.